Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during the "phaco chop" of a cataract procedure the surgeon experienced a burn on his palm from the warm handpiece. The surgeon exchanged the handpiece and completed the case. No system warnings were displayed. The patient had a hard cataract, the surgeon used chop level four. There was no injury to the patient. Additional information has been requested and received.

Manufacturer narrative:
The surgeon reported that during phacoemulsification chop the handpiece gets so warm that the surgeon had a burn wound in the palm of his hand. The phacoemulsification handpiece was changed to another and after that there were no problems. The event delayed the surgery with 5 minutes, but was assessed by the surgeon not to be clinically significant. The event occurred on (B)(6) 2017. The patient was an (B)(6) male with surgery on the right eye (od). There was no patient harm. There was no visible damage on the cable or handpiece. No system messages displayed on the machine. This was a hard cataract, using chop level 4. Cde 49.46. The customer did not request service for the system. The phacoemulsification handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The phaco handpiece was tested. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet alcon product specifications. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece underwent temperature testing and was found to meet alcon product specifications. The handpiece was connected to the dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet alcon specifications. The customer reported event was not able to be confirmed. The phaco handpiece was manufactured on october 28, 2015. Based on qa assessment, the product met specifications at the time of release. The infiniti vision system is designed to cool the phacoemulsification tip during use as aspirated fluid flows through the tip lumen. Overheating of the phacoemulsification tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phacoemulsification tip. Reduced fluid flow through the phaco tip may be caused by phacoemulsification tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that cold water was applied to the burn wound on the surgeon's hand. The surgeon's current condition is good